Event description:
"Pca began administering doses of medicine without the pt pushing the button". Reportedly, the pt was successfully treated with an unspecified intervention, and is doing "fine". Multiple unsuccessful attempts have been made to obtain add'l info.